Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in a vehicle accident on (B)(6) 2017 and it was not certain if it was diabetes related. Caller reported that customer had high blood glucose of 379 mg/dl and reservoir had the same amount of insulin as the nigh prior. Customer changed site and it bled. Customer's blood glucose when arrived to the hospital was 86 mg/dl. Customer received a CT scan and x-ray. Customer was wearing insulin pump at the time of hospitalization. Insulin pump passed the displacement test and self-test. Troubleshooting for high blood glucose was declined. Caller was advised to monitor insulin pump.